Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Image review: the submitted image appears to display instrument part and lot number.

Event description:
Procedure: microdiscectomy it was reported that during surgery, the tip of the pituitary broke. It broke while grabbing bone from the patient. No fragment of the instrument remained in the patient. No patient complications were reported as a result of the event.

Manufacturer narrative:
Product analysis: visual review and optical observation noted the superior dynamic jaw is bent to one side. No additional tip crack, fracture, or breakage was identified. The location, direction and amount of force required in order to bend the jaw, is consistent with lateral bend stress overload. The above observations are consistent with lateral bend stress overload.